Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the physician reported the delivery catheter system (dcs) and valve were not in the patient when the complete heart block first presented. It was noted that the persistence of the complete heart block was due to the self-expanding valve. The patient was at a higher risk due to the baseline rhythm and right bundle branch block prior to the procedure. The extra small non-medtronic guidewire was used for this case due to the lower profile and safety concerns. As reported, the dcs did not contribute to the complete heart block.

Manufacturer narrative:
Updated data: a1, b5, d1, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a pacemaker was implanted the day following the medtronic valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the event prolonged hospitalization.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: product ID: boston scientific - safari extra small guidewire, serial/lot #: unknown, ubd: unknown, UDI#: unknown note: the model, serial number, and manufacturer of the bioprosthetic valve associated with this case was not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of a transcatheter bioprosthetic valve (model and manufacturer unknown), an extra small non-medtronic guidewire was advanced into the left ventricle cavity via a pigtail catheter. Following insertion of the guidewire, the patient developed complete heart block which required backup pacing. No additional information was reported and no adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.